Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer declined troubleshooting alarms coming from the insulin pump. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No alarms or low battery alarm noted. The insulin pump had a scratched case, minor scratched display window, cracked battery tube threads with glue and cracked reservoir tube lip.